Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by patient's grandmother that the patient had taken to the emergency room (ER) with hyperglycemia. Prior to going to ER, pod was removed and discarded, and manual injections were delivered. The patient's blood glucose levels were "in the 300's" (mg/dl) at the ER. Symptoms reported include nausea. The patient was treated with intravenous fluids and insulin, and was released after spending 3 hours in the ER. Patient was also prescribed anti nausea medication. The patient's blood glucose history is as follows: time: 7:45am, bg(mg/dl): 222; 12:50pm, 291; 300's (at the ER).